Event description:
The customer reported to customer service that the power supply for her breast pump has exposed wires and there was a "flash," a puff of smoke and then it stopped working. She indicated that there was no fire and an injury did not occur.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she was on vacation and would respond to our questions and return the product afterwards. She did, however, add that when she plugged the breast pump in, there was a "small white flash by where the wires connect to the casing and then the casing was very hot for a while." The customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.